Event description:
Customer called to report high blood glucose. Customer is having problems with shaky hands, so she unable to change the reservoir and infusion sets. The current blood glucose reading is 241 mg/dl. Customer went to the hospital, the insulin pump alarmed low reservoir and no delivery. Customer went low. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.